Event description:
Additional info received from the MFR on 06/16/1999: the manufacturing facility will be advised of this report. No prior incidents have been reported for this condition and product lot.